Manufacturer narrative:
Integra has completed their internal investigation on october 25, 2017. Results: evaluation of returned device; the fixed jaw is broken. The fragment was not returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. Lot and manufacturing date are unknown, it was repaired on dec2016 . Complaints history: no adverse trend. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU provided with the device requires to: "examine instruments for any staining or deterioration, remove from use as appropriate. " and "to ensure proper functioning of dismountable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use."

Event description:
It was reported that during surgery and coagulation step, the forceps stopped to function correctly. The surgeon gave the unit to instrumentalist for maintenance. The instrumentalist observed that one jaw was missing. Second forceps was used for coagulation and the missing jaw was sought into patient's abdomen. No patient injury reported and the event lead to 30 minutes surgical delay.